Event description:
It was reported that the pump battery was depleting too quickly, resulting in the pump shutting down. There was no reported impact to the customer's blood glucose level. The reported issue was unable to be confirmed.